Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. Product ID: 8578, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 26-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 50mg/ml morphine at an unknown dose, and saline at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the pump and catheter connection is blocked. The patient doctor performed a dye study, and it was unknown if the catheter aspiration port was aspirated first. Dye was unable to be pushed through the catheter. The patient reported that they currently had saline in the pump. No symptoms were reported. The patient reported that their pump was alarming due to low battery which would be expected with the date of their pump implant. No further complications were reported.